Event description:
It was reported that during a stenting treatment procedure, a stent strut was broken. The 28mm x 3.5 liberte bare metal stent delivery system (sds) was introduced and advanced to treat an unknown lesion. The sds could not cross the lesion and it was noticed that a strut was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, a stent strut was broken. The 28mm x 3.5 liberte bare metal stent delivery system (sds) was introduced and advanced to treat an unknown lesion. The sds could not cross the lesion and it was noticed that a strut was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed a break in the hypotube located at 22.3cm distal to the strain relief. This break is consistent with excessive force having been applied to the shaft, possibly during the physician's failed attempts to cross the lesion. An examination of the crimped stent found no issues with its profile. There was no visible damage to any of the stent struts. No issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)